Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine implant procedure. It was noted that a guidewire was stuck in the inner lumen of the lead resulting in difficulty in positioning during the procedure. A stylet could also not be inserted into the lead lumen during the procedure or outside the body after the lead's lumen was flushed. The issue may have been related to the procedure per the physician but he was unable to confirm there was no malfunction since the issue occurred even though the lead's lumen was flushed before and during the procedure. The lead was replaced. There were no patient consequences.